Event description:
The patient presented with a pre-operative diagnoses of intractable back and right worse than left leg pain secondary to severe diskogenic disease at l3-4, l4-5 and l5-s1 with potential right disk herniation at l4-5 and worse degenerative changes at that level. The patient underwent the following procedures: 1.anterior approach for artificial disk placement (total disk arthroplasty) at l3-4 using the prodisc(large, 6 degree, 12mmprodisc). Anterior lumbar interbody fusion at l4-5 and l5-s1 using synthetic cages, bone morphogenic protein and allograft. Anterior spinal instrumentation at l4-5 and l5-s1 using anterior spinal instrumentation (25 mm screws at l4-5, 25 mm screws superiorly at l5-s1 and 30 mm screws inferiorly at l5-s1). Fluoroscopy for intraoperative radiographic guidance throughout the case. Loupe magnification throughout the case. Findings: significant disk degeneration at all three levels worse at l4-5 to the point that it was very much discolored and because of that the surgeon sent to the laboratory for pathology evaluation. The other levels appeared to be routine degenerative disks. There was collapse of the disk spaces at all levels. The surgeon was able to distract the lower two levels to accommodate 15 mm cages. The artificial disc had a 12 mm core and the surgeon had excellent position of that. There was monitoring done through the case with somatosensory motor evoked potential, emg and eeg read real time by doctor, and there were no changes in the wave forms, or any nerve irritation or changes in the lower extremities due to vascular retraction. The patient remained stable throughout. Per op notes, the surgeon removed the l5-s1 disk and then loaded the cage with bone morphogenic protein and allograft, the surgeon had a perfect amount of bone morphogenic protein. The cage was placed in great position. At this point the anterior spinal instrumentation was placed at l5 and s1 using 25 mm screws at l5 and 30 mm screws at s1. The surgeon had excellent position and purchase there. At this point l4-5 was exposed and similar diskectomy was carried out. Again, monitoring throughout all this was stable. The surgeon then cleaned out the disk, then placed a large, 8-degree, 15 mm synfix packed with allograft and bone morphogenic protein at l4-5. The surgeon had excellent position of that. At this point the surgeon did the anterior spinal instrumentation at l4-5 with 25 mm screws at l4 and 25 mm screws at l5. These were all torqued into position nicely. At this point final anteroposterior and lateral x-rays were taken. The surgeon had excellent positioning of all three devices at the three levels. There were no changes in the monitoring. The patient was taken to the recovery in a stable condition.

Manufacturer narrative:
(B)(4): other, neither the device nor imaging studies were returned nor provided for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. We will continue to monitor for trends as more definitive data is collected.